Event description:
The facility reported an infusion pump with a failure code 810:11. The facility's representative stated that no injury had occurred from the failure code. The facility's representative had also stated that no patient incidents were reported with this pump since the last baxter service event. Information was requested by baxter regarding medical intervention and patient injury, the medication involved, tubing product code and lot number in use, pump programming and set-up information, specific patient information, but no additional information was available. Additional contact information was requested but no additional contact was identified.